Event description:
Pt. Was admitted to ICU with diagnosis of pneumonia, nstemi, sepsis and altered mental status. Pt. Intubated in cath lab with sheridan et tube size 8. Two hours post-intubation, et tube was exchanged due to cuff leak. Pt. Condition declined. After prolonged resuscitation, family requested dnr and patient expired. This facility has reported several devices with this problem within the last month to the manufacturer. Different device sizes are involved. Product has been returned to the manufacturer. Manufacturer response for et tube, sheridan endotracheal tube size 8 (per site reporter). Equipment failure reported to customer advocate team member. (B)(4). Arrangements being made to send equipment to manufacturer for investigation. Equipment to be mailed out (B)(4).